Event description:
New information received notes lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during normal follow up, externalized conductors were observed via imaging. Patient was asymptomatic and no electrical anomalies were noted. Lead remains implanted.

Manufacturer narrative:
Partial lead measuring 46.1cm was returned for analysis. External insulation abrasion was noted at 7.5-8.7cm from the helix, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 41.4-41.5cm and 43.2-44.2cm from the helix, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 30.2-30.9cm from the helix. The etfe coating was intact at all abrasion locations.